Event description:
The lay user/patient contacted lifescan (lfs) in 2008 and alleged that a one touch ultra2 meter would not power on. The customer service agent (csa) discovered that the patient had not replaced the battery in the meter as per the owner's manual. Replacement products have been sent to the patient. This complaint is being classified based on the available information, as the patient could not be contacted back to obtain the additional information. The patient indicated that the alleged issue first started two days prior at night. It is unknown whether he was able to test his blood sugar anytime after the reported issue began or not. He mentioned about taking less food and/or drink due to the alleged issue. It is unknown whether he had made any changes in his diabetes medication after the reported issue started. He allegedly reported as to developing "frequent urination" on the next day in the afternoon. He denied receiving any treatment. The customer service agent (csa) discovered that the patient had not replaced the battery in the meter as per the owner's manual. Replacement products have been sent to the patient. This complaint is being reported, as the patient alleged developing "frequent urination", a symptom indicative of hyperglycemia, after the reported issue began. It is unknown whether he was able to test his blood sugar anytime after the reported issue started or not. Diabetes care management: he normally tests his blood sugar four or more times a day and takes set dosage of unknown insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.